Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had no button response due to flattened dome switch. No button error alarms noted during testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, was missing end cap sticker, and cracked battery tube threads.